Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified atrioventricular branch. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was used after pre-dilation was performed using a 1.5x5 non-bsc balloon catheter. However, the balloon had difficulty in crossing and insertion was very difficult. Subsequently, dilation was performed after the device crossed the lesion but it ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.